Event description:
Received a report that after a chest tube was inserted in the pt, a piece of the small kelly clamp broke off inside the pts chest as it was being removed. The clamp was being used to hold tissue at the incision site. The piece was able to be retrieved and no harm to the pt was reported.

Manufacturer narrative:
Awaiting the return of the device for eval. A follow-up report shall be submitted upon the completion of the eval.